Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) ran out of battery while being used and the cardiac monitor connected to the patient did not alert about the cardiac rhythm. The epg remains in use. No further patient complications have been reported as a result of this event.